Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device did not charge efficiently by observing a charge timeout as received. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. Battery analysis revealed that the excessive charge time resulted from an increased battery resistance likely induced by lithium severing, a known failure mode for 35 joule batteries. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) went from recommended replacement time (rrt) to end of service (eos) in a short period of time. It was noted there was an alert for excessive charge time which led to end of service (eos) being triggered. The device was explanted and replaced. No patient complications have been reported as a result of this event.